Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis completion: visual analysis of the photographs identified: rupture-: no observe. Capsular contracture-: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later capsular contracture baker grade IV. Device was explanted and replaced.